Manufacturer narrative:
H3: 97745, sn (B)(6) was returned for product analysis. Analysis found there was a replaced cracked/worn/broken front case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: the battery pack - 97745bp -, serial number (B)(6) was returned for product analysis. Analysis found broken battery case and the device was scrapped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an external device. It was reported that the recharger was not working at all again. The controller powers up on its own when plugged into the wall but as soon as you plug the cable with the paddle the screen goes out and will not charge the implant. Patient representative tried resetting the controller. The issue started yesterday. A replacement recharger (rtm) was sent ou/t.no symptoms were reported. Additional information was received from a patient's representative (pt rep). It was reported that they got the replacement recharger but they couldn't get it to do anything. Caller clarified that the controller wouldn't light up with the recharger cord plugged in. Caller confirmed the controller was unresponsive. During the call, agent walked caller through resetting the controller with the ac power supply. Caller confirmed they couldn't locate the controller serial number after multiple attempts to understand what they saw. Caller connected the ac power to the controller and confirmed the controller screen turned on. Caller confirmed the battery indicator light above the controller screen was not flashing/solid green even with the battery pack fully seated. Caller saw the message battery low recharge your implanted device soon (66). Agent thought the caller had removed the battery pack fully to their knowledge but they didn't as caller confirmed that they saw what looked to be like a motherboard when looking at the back of the battery pack. The issue was not resolved. A replacement battery pack and controller were sent out.

Manufacturer narrative:
Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: unknown); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.